Event description:
On (B)(6) 2021, a perceval valve pvs23 / m was attempted to be implanted. After declamping the aorta, the device functionality was checked at the echo. As a result, pvl (mild) was observed in the rcc direction. After re-clamping, further decalcification was performed. The sizing was performed again, and m size was re-implanted, but the leak did not subside. As a result, the operation was completed after clamping again and indwelling inspiris. Total cross-clamp time is 76 min, midline incision.

Manufacturer narrative:
The manufacturer received the device involved in the reported event for investigation. The valve received has no pre-existing defects. The height of each leaflet has been verified and it resulted in conformity. During the valve deployment and ballooning phase in the silicon aortic root (size 23), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies or the tendency to create a potential path for perivalvular leak. Then, inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue. The root cause of the observed pvl could be reasonably related to patient peculiar anatomy, or to a device malpositioning. The manufacturer requested additional information on the reported event, but no further details has been received to date. Should further information be received, a follow up report will be provided.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer's quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device is yet to be returned to the manufacturer. Further investigation will be performed once received.